Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator not detected on bus. The field service engineer (fse) guided the customer through a proper shutdown and reboot of the refrigerator. Once the unit restarted, the system recovered successfully. The system functioned as intended after the field service engineer (fse) troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the fridge was not opening, and an error message appeared on the screen. The customer rebooted the device and attempted recovery, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.